Event description:
It was reported that the implantable neurostimulator was explanted due to infection. Additional information has been requested but was not available as of the date of this report.

Event description:
The health care provider confirmed that the patient did not experience any infection.

Manufacturer narrative:
(B)(4). Continued from concomitant medical products: lead model 3778-60 lot# v530574021 implanted (B)(6) 2011 explanted (B)(6) 2012; lead model 3778-60 lot# v373193014 implanted (B)(6) 2011 explanted (B)(6) 2011; programmer model 37743 serial# (B)(4).